Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the rptr: the handle did not fire correctly. It made a loud noise and "was ripping and tearing staple line". The surgeon opened a new handle and re-stapled.